Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook cotton cannulatome was used. This sphincterotome was advanced down a forward viewing pediatric colonoscope and over a wire guide. The sphincterotome had been exchanged in and out of the endoscope several times before current was applied. Current was applied to perform a sphincterotomy, and the cutting wire broke off completely. The product was withdrawn and another was used to successfully complete the procedure. The cutting wire was not able to be located and is still in the pt. The detached section of cutting wire was unable to be located for retrieval and remained in the pt to pass naturally through the gastrointestinal tract. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.